Event description:
It was reported that the customer experienced high blood glucose levels and that there may have been a possible insertion site, infusion set, or reservoir occlusion. The blood glucose reading was 477 mg/dl. The customer stated that he had programmed a bolus of 5.0 units but no insulin exited. He advised that he would change the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-95536.